Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of 46 months intermittent low impedance measurements on the rv lead were reported. Fluoroscopy at the time of rv lead revision revealed deformations of the lead in the region of the tricuspid valve. The lead was explanted, but not returned. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Signs of abrasion were observed along the lead body and approx. 52 cm to 55 cm distal to the is-1 connector pin the insulation was found damaged. This finding agrees with the clinical observation of abnormal behaviour in the area of the tricuspid valve. Significant motion in the area of the tricuspid valve and interaction with modified tissue should betaken into account. The analysis did not reveal any sign of a material or manufacturing problem.